Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump is not recording the correct information. There is no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on normally with appropriate vibratory and audible sounds. A normal bolus and an audio bolus were performed and confirmed that the boluses were accurately recorded in the pump history. The pump keypad was tested and confirmed that all of the pump buttons were responding normally with no hypersensitive buttons observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.